Manufacturer narrative:
The hill-rom technician found the nurse lockout needed to be replaced. Per the hill-rom service manual, whenever a person should be restricted from operating the resident controls or handset controls, activate the applicable control lockout knob to prevent operation operate. Failure to lockout the controls could cause injury. The control box lockout is located at the foot end of the bed. The position of each control knob on the control lockout is pictorially labeled to indicate each governing function and the locked/unlocked position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the nurse lockout to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section was raising on its own. The bed was located at the account. There was no patient/user injury reported.this report was filed in our complaint handling system as (B)(4).